Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. It was stated that the displacement test was performed and the insulin pump failed the test, but it the self test passed. No further information was provided.